Event description:
This spontaneous case report was received by regulatory authority from a (B)(6)-year-old female consumer in (B)(6) on (B)(6) 2016 and forwarded to bayer on 04-aug-2016. On (B)(6) 2015 the consumer had essure (fallopian tube occlusion insert) inserted. The placement was painful. Three months after insertion, consumer started to experience events. She experienced abdomen pain, increase or heavy blood loss during menstruation, loss of libido, tiredness, mood swings, memory loss, concentration problems, vision problems, tingling, cold profusely, strange feeling of fallopian tubes to groins, oppressive feeling on scapula radiating to breast, pelvic instability, and endometriosis. Consumer reported relation and/or family problems. She contacted a doctor and stated that nothing was found. Physiotherapy was reported as treatment. She reported a treatment was planning but she did not specify it. Company causality comment: this spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abdomen pain. This event is listed in the reference safety information for essure. Abnormal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, essure safety profile, and lack of alternative explanation, the causality between the event abdomen pain and essure use was assessed as related. This case was regarded as incident since intervention will be required (planned). Other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Follow-up received on 30-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medicals events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abdomen pain. This event is listed in the reference safety information for essure. Abnormal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, essure safety profile, and lack of alternative explanation, the causality between the event abdomen pain and essure use was assessed as related. This case was regarded as incident since intervention will be required (planned). Other nonserious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected from consumer.